Event description:
Customer report damages to the display of her insulin pump. Customer stated that screen is shattered on the inside and there is a big area that is just black. Advised will send replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received in with a cracked and bleeding lcd glass. Cracks to the display window. Battery tube threads and reservoir tube lip also noted.